Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17259, 2017865-2021-17262. It was reported that the patient presented in clinic for a follow up. Leads plugged into incorrect port issue was observed. The leads were repositioned. The patient was stable.